Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted once the investigation is complete.

Event description:
On 18-dec-2024, a user experienced severe hypoglycemia requiring emergency medical services (ems) but not hospitalization. At 1:00 am, blood glucose meter (bgm) readings were 47mg/dl compared to 78mg/dl on the dexcom g7 continuous glucose monitor (cgm). Caretakers administered orange juice and peanut butter crackers, stabilizing the user temporarily. At 5:50 am, the user exhibited symptoms of confusion and sweating, with bgm readings at 37mg/dl and cgm readings at 93mg/dl. The caretakers administered expired glucagon and then called ems. Ems treated the user, after which bgm readings were 244mg/dl, while cgm readings showed 90mg/dl.